Event description:
In 2009, the physician from the facility contacted the baxter sales representative to report six to seven blood stream infections since they switched to flolink IV access device with positive fluid displacement. The facility is not sure if they should continue using the product. It was suggested by the baxter sales representative that the infections could be related to the technique the nurses are using with the product. The customer switched to the flolink product three months prior. On the month after the original date, additional info was received clarifying that 10 patients from this facility had blood stream infections. Additional complaints will be opened and reported for each pt through medwatch notifications. A follow up medwatch will be sent on this report identifying the complaint numbers for those cases.

Manufacturer narrative:
It is not known at this time if samples will be returned for eval.